Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are broken. Prior to use.

Event description:
It was reported that the clips are broken. Prior to use.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900154 was manufactured on 05/02/2019 a total of (B)(4) pieces. Lot was released on 05/17/2019. DHR investigation did not show issues related to complaint. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.le at a later date, this complaint will be updated accordingly.